Event description:
(B)(6) is calling on behalf of (B)(6), his meter stopped working. They took it to the pharmacy and they changed the battery and hit the reset button, but the meter still would not function. The pharmacy advised they call the 800 number to get the meter replaced.